Event description:
On (B)(6) 2025, the user reported ongoing blood glucose (bg) fluctuations throughout the week, particularly low bg events at night. The user confirmed no occlusion or leak alerts and no issues with the infusion set. Review of the bionic report showed strong correction responses, likely due to over-treating lows. The agent reminded the user to treat lows before announcing meals and scheduled a virtual training for further guidance. The lowest blood glucose (bg) recorded was 67 mg/dl, and the highest was 391 mg/dl. Bg was corrected with glucose tablets, juice, and the ilet corrective algorithm. The user's reported symptoms during the event included nausea during high bg; no symptoms were reported during lows. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.